Event description:
The physician observed a high impedance reading when running a systems diagnostic test on the patient's vns therapy system. It was mentioned that the generator has been off for several years, because the device was turned off for an MRI but never turned back on. The physician sent the patient for an x-ray, and the physician reported that nothing could be seen as far as a break on the x-ray image. Additionally, the physician was searching for previous impedance reading from the current generator, and the patient's previous generator, to analyze the history of impedance readings to look for any trends that may suggest fibrosis. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient had a full revision performed. The explanted generator and lead were discarded. No additional relevant information has been received to date.